Event description:
A patient reported experiencing inaccurate erratic results with a ot 11 meter. The patient's blood glucose results were 272, 41 mg/dl. Tests were within 10 minutes with a difference of 131%. Patient did not experience any adverse events. No further information has been reported.